Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that an alarm went off when the user turned on the device and the indicators on the front panel of the device went out. The user replaced the device to another device to complete the procedure. There was no report of the patient injury other than replacing the device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc concluded that the pressure sensor on the main circuit board of the device was damaged accidentally. The manufacturer of the pressure sensor has concluded that the sensor's failure was attributed to a manufacturing process and the process was corrected. The failed sensor in this event had been manufactured before the correction was implemented. Omsc reviewed the manufacturing history of the device and confirmed no irregularity. The instruction manual of the device states the corresponding method in case of an abnormality.